Event description:
It was reported that there was high impedance and a confirmed lead fracture. It was also noted that the patient experienced pacemaker syndrome. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-58 lead implanted: (B)(6) 2008. (B)(4).